Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section h3, reason for non-evaluation, explain other, of the initial medwatch report stated: to be serviced by asp. Section h3, reason for non-evaluation, explain other, of the initial medwatch report should have stated: serviced by asp. Section h6, component code, of the initial medwatch report stated: blank. Section h6, component code, of the initial medwatch report should have stated: 4736. Section h6, type of investigation, of the initial medwatch report stated: 4118. Section h6, type of investigation, of the initial medwatch report should have stated: 4114, 4112. Section h6, investigation findings, of the initial medwatch report stated: 3233. Section h6, investigation findings, of the initial medwatch report should have stated: 120. Section h6, investigation conclusions, of the initial medwatch report stated: 11. Section h6, investigation conclusions, of the initial medwatch report should have stated: 4307. Section h10, additional manufacturer narrative, of the initial medwatch report stated: h6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. Section h10, additional manufacturer narrative, of the initial medwatch report should have stated: h6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. The asp replaced the blower to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the blower. Serviced by asp.

Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.